Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, show that the sensor failed per specifications due to high readings.

Event description:
Customer reported low alerts due to sensors. Customer states that the blood glucose readings were low and she was facing large discrepancies. Customer believes that the sensor is affected and there are many alerts. The blood glucose reading is 107 mg/dl. Nothing further reported.